Event description:
The customer reported via phone call that they had an intermittent or no response on the escape and act buttons. Customer's blood glucose was 8.4 mmol/l. Customer stated that the buttons were not pressed for longer than 3 minutes. Pump was not dropped or bumped. Customer changed the battery and cleaned the battery cap, but the anomaly persisted. Pump will be returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was also received with cracked battery tube threads, reservoir tube lip, broken belt clip slot near battery tube, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.